Event description:
The following was reported via maude event report (mw5070689): "I always had pain after my surgery and told my surgeon which always said don't worry its anything. So years went by then I went to the ER because of serious life threatening pain. I had a CT scan and found out that they had cut a nerve. Now I have health problems, so I'm having to get trigger injection shots for the rest of my life." The follow was reported via follow up with the contact: as reported the patient is in constant pain everyday and associates this pain with the mesh implant. The patient has followed up with his surgeon who told him the pain would subside and is not related to the mesh. It is reported that the patient is experiencing pain in his groin, testicles, right hip and tail bone. As reported the patient has to use a cane to walk due to the pain. The contact reports the patient can feel his "nerves moving in his groin area and wrapping around his penis like he is being choked." Also reported is that the patient has experienced "infection on the left side." The contact reports that when they found that they had "hit a nerve" the patient's surgeon gave him the option to have a neurectomy (removal of the nerve) or receive the nerve block injections, for which he chose the injections. The contact reports that the patient will have to continue with the injections for the rest of his life as well as take nerve blocking pills. It is reported at this time that the patient is contemplating having the mesh removed. Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the hernia sac identified was dissected from the cord structures and a perfix plug was placed and tacked." (B)(6) 2017 - patient visited hospital for chronic left inguinal pain. (B)(6) 2017 - patient received left ilioinguinal/genitofemoral nerve block for left groin pain. (B)(6) 2018 - patient with long history of left inguinal pain underwent open repair of left inguinal hernia with removal of mesh. Per operative notes, ¿the aponeurosis was opened and separated from the mesh. The mesh was then excised and removed. A bassini repair was done using sutures." Attorney alleged that the patient had nerve damage, chronic pain, vomiting, hernia recurrence and emotional injuries.

Manufacturer narrative:
Additional information was provided in follow up with the contact, however there were no specific details provided regarding the implant procedure including the location of the mesh implant. As alleged in the maude event report, a CT scan found out "they had cut a nerve" and the contact later reports that they "hit a nerve" as such the alleged issue may be more procedure related than device related. The contact did report that the patient associates the pain he is experiencing with the mesh implant and is contemplating having the mesh removed. Based on the information provided at this time, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. Should additional information be provided, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding the allegation of infection the warning section of the instructions for use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name, product catalog no, corporate lot no, UDI no and p(ma/510(k). Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 14 years post implant of perfix plug, patient was diagnosed with pain thereby underwent repair with removal of mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Additional information was provided in follow up with the contact, however there were no specific details provided regarding the implant procedure including the location of the mesh implant. As alleged in the maude event report, a CT scan found out "they had cut a nerve" and the contact later reports that they "hit a nerve" as such the alleged issue may be more procedure related than device related. The contact did report that the patient associates the pain he is experiencing with the mesh implant and is contemplating having the mesh removed. Based on the information provided at this time, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. Should additional information be provided, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding the allegation of infection the warning section of the instructions for use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report (mw5070689): "I always had pain after my surgery and told my surgeon which always said don't worry its anything. So years went by then I went to the ER because of serious life threatening pain. I had a CT scan and found out that they had cut a nerve. Now I have health problems, so I'm having to get trigger injection shots for the rest of my life." The follow was reported via follow up with the contact: as reported the patient is in constant pain everyday and associates this pain with the mesh implant. The patient has followed up with his surgeon who told him the pain would subside and is not related to the mesh. It is reported that the patient is experiencing pain in his groin, testicles, right hip and tail bone. As reported the patient has to use a cane to walk due to the pain. The contact reports the patient can feel his "nerves moving in his groin area and wrapping around his penis like he is being choked." Also reported is that the patient has experienced "infection on the left side." The contact reports that when they found that they had "hit a nerve" the patient's surgeon gave him the option to have a neurectomy (removal of the nerve) or receive the nerve block injections, for which he chose the injections. The contact reports that the patient will have to continue with the injections for the rest of his life as well as take nerve blocking pills. It is reported at this time that the patient is contemplating having the mesh removed.